Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was broken at the reservoir connection. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.